Event description:
It was reported that during the same robotic-assisted radical prostatectomy laparoscopic procedure, a second bipolar maryland forceps (bmf) was reported to lock when the surgeon took control from the console. The instrument was removed by disconnecting it from the arm, without removing the trocar and was exchanged for a new bmf. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.